Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. On 7/17/2019, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. Manufacture reference no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. Additional information was received (B)(6)2019, indicating that transseptal puncture was performed and the event occurred during the transseptal phase while moving the guidewire and catheter into the left atrium. Patient¿s outcome was improved. Manufacture reference no: pc-000484042.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. On 8/13/2019, additional information was received indicating the physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. The physician did not attribute the causality of the adverse event to a device failure. Physician commented that it is possible the transseptal wire and/or catheter were strongly inserted in the direction of the left atrial appendage (laa), he might have pushed the guide wire or the catheter toward the laa with excessive force and might have caused of the adverse event; however, no insertion issue was confirmed. The investigational analysis completed (B)(6) 2019. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto. The catheter was properly visualized with no errors were observed. The force sensor was tested and it was found to be working properly. The force values were observed within specifications. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. The irrigation and deflection tests were performed and found to be within specifications. The catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. The physician did not attribute the causality of the adverse event to a device failure. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacture reference no: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. On (B)(6) 2019, a manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, the transseptal wire and the stsf catheter were inserted into the left atrium (la), at that time, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by echocardiography. The remainder of the procedure was aborted and pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The blood pressure recovered, and the patient was reported in stable condition after pericardial drainage. There¿s no indication that extended hospitalization was required. The physician commented that it is possible the transseptal wire and or catheter were strongly inserted in the direction of the left atrial appendage (laa) and might have been the cause of the adverse event. No biosense webster inc. (Bwi) product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.